Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of broken bag. Based on the condition of the returned unit and the description of the event, it is likely that the bag did not open due to the device design as the bag can remain in the rolled shape upon deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix® grasper¿. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury due to the unrolled bag. Correction: updated the brand name in section d1 and added the primary and additional unique device identification (UDI) numbers in section d4.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: bag broken. Additional information obtained when product was returned and investigated: in order to complete the procedure, another device was opened. Intervention: another device was opened. Patient status: ni.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: bag broken. Intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.